Manufacturer narrative:
According to the available information the titan touch was implanted in 2015 and revised on (B)(6) 2021 due to the cylinder not inflating. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the shorter exhaust tube of the pump to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, cylinder not inflating. Device being returned. Device removed and replaced.